Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "intermittent power off" which were verified through a review of the event history log as improper shutdown messages. Evaluation did not reproduce the error. The cause was determined to be a damaged alternating current power adapter cable connection. The alternating current power adapter was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was intermittently powering off. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.